Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years and 11 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic stenosis of the bioprosthetic valve. No adverse patient effects were reported.